Event description:
It was reported the patient's blood glucose level rose to between 250-350 mg/dl while wearing the pod longer than 48 hours. The patient alleged that the pod harmed their blood glucose levels tremendously. After activated the 4th pod, their blood glucose level was still higher than usual. The patient stated that the pink slide did move forward, cannula was inserted into the skin during wear, there was no redness or swelling at the insertion site, and there was no insulin leakage. They noted that there was a tear in the cannula. They did not receive any alarms or alerts. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.